Event description:
It was reported that a user experienced a pairing failure between the ilet and a dexcom g7 continuous glucose monitor (cgm) sensor, resulting in no glucose alerts despite correct sensor code entry and multiple restarts of the ilet; troubleshooting included confirming the sensor type setting and instructing the user to repair sensor. No adverse clinical symptoms were reported. Outcomes included temporary loss of automated cgm data to the ilet without injury or hospitalization. User support included customer-guided troubleshooting and education via user interview. Investigation of this case revealed a communication or connectivity issue between the ilet and the cgm transmitter consistent with failed pairing, with no evidence of device damage or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was probable transmitter-to-receiver communication failure related to setup or transient connection conditions.